Event description:
It was reported that the device exhibited far r-wave oversensing resulting in an inappropriate auto mode switch (ams). The patient was asymptomatic. Programming changes were suggested and the plan is to make the change at the patient's next scheduled follow-up.